Event description:
On (B)(6) 2012, a reporter calling on behalf of the lay user/patient contacted lifescan (lfs) alleging that the patients onetouch ultralink meter was inaccurate erratic compared to itself and another meter. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The reporter stated that previous blood glucose results on the subject meter were accurate but on the morning of (B)(6) 2012 the patient developed a "headache and became shaky" which he associated with low blood glucose and prompted him to test. The reporter stated that the alleged product issue began (B)(6) 2012 at 11:09am when the patient reported blood glucose results of "408mg/dl", and "562mg/dl", "97mg/dl", "57mg/dl", and "hi", taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The reporter also stated that at this time, a blood glucose result of "69mg/dl" and "113mg/dl" was obtained on another meter (non-lifescan). It was reported that the patient manages his diabetes with an insulin pump. The reporter stated that the patient continued his diabetes management routine using the "57mg/dl" result which he felt was accurate. The reporter stated that the patient received no treatment due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and the patient denied developing receiving any form of medical intervention. However, this malfunction is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.